Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant placed in type ii bone in ada site 5 in the mouth failed after nearly 3 months. Clinician reports patient's peri-implantitis, infection, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
The clinician reported that the dental implant placed in type ii bone in ada site 5 in the mouth failed after nearly 3 months. Clinician reports patient's peri-implantitis, infection, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).